Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
Maude event report # mw50373306 reported: volun 23-jul-2014: I had a total knee replacement in (B)(6) 2012. The device didn't cause any real issues except for an annoying clicking and popping sound when I walked. Now I am experiencing severe pain on the medial area of my right knee, the one that was replaced. There doesn't appear to be any swelling but really cannot tell since the knee really hasn't looked normal since the surgery. This pain is of great severity when I have to stand and put pressure on it. Stairs have become a large problem again and working for 8 hours a day on my feet is beginning to be a problem. I cannot afford to go back to my surgeon or even worry about another surgery because my small income is the only income my family has and without it, we will be out on the street with nothing. I do have health insurance (B)(6) but they changed the way they do things last year which means more out of pocket for me. Taking two months off to begin with for this replacement surgery almost ruined us and I cannot go through that again. I don't know what to do but this is excruciating.